Manufacturer narrative:
The insulin pump had no button response due to a flattened button dome switch. No unlocked keypad connector was noted. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads and a cracked case.

Event description:
It was reported that the customer had a keypad anomaly. Customer stated that the act button and up button are not working. Customer was trying to change her reservoir and the act button did not work at all. Pump was not dropped or exposed to any moisture. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.